Manufacturer narrative:
No devices or photos were returned for review; therefore the condition of the components is unknown. Review of the device history records revealed no deviations or anomalies. The zimmer natural nail cm lag screw reamer was manufactured on oct 8, 2012 and therefore had been in the field for 2 years and 10 months. It is unknown how many times the devices might have been used during this time. This device is used for treatment. Per the instrument/provisional use, care and sterilization package insert "do not subject instruments to high loads and/or impact as breakage can occur". It is unknown why the reamer had difficulty in advancing into the bone. However it is likely that the reamer tip fractured because of excessive force and mallet taps applied to the back of the power source. The surgery time was extended to about 1.5 hours.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
The surgeon was reaming to prepare for the cm lag screw with the lag screw reamer. The surgeon was struggling to advance the lag screw reamer in the bone, and continued to ream to try to advance the reamer. The surgical team used a combination of force, and mallet taps to the back of the power source to try to get the reamer to advance. While reaming, the tip of the lag screw reamer broke off in the femoral head. After multiple efforts from the surgical team the reamer tip was unable to be removed from the patient and remains in the patient post-op.